Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The previously reported patient codes no longer applies to this event.

Event description:
Additional information: it was initially reported the patient was going to be due for a refill. On (B)(6) 2012 a low reservoir alarm occurred. That day about 0.2 milliliters was withdrawn from the pump which was about what was expected. The reporter was "99.9% sure" the drug dose was checked at the refill, but it was discussed that a dose mistake at the pharmacy "could've happened."

Event description:
The patient was in the critical care unit due to infection. She was in a medically induced coma; it was noted that at one point her blood pressure was 43/34. MRI revealed a brain infarct. It was unknown if the infection was related to the pump, it was felt that there could be an infection around the pump. It was believed that the pump was not doing what it should do in terms of therapy; that the pump was not even working. The pump was refilled on friday (B)(6) 2012 around 15:45 hrs at which time no dose increase was programmed. The next day the patient was sent home and on sunday she was found obtunded and unresponsive. She was admitted to the ICU and placed on a narcan drip. It was unknown if the patient could have taken other drugs that could have contributed to the symptoms. No tox screen was performed and the pump was not checked for volume discrepancy. The dose was decreased by half, to 7mg/day. The pump contained morphine 25mg/ml. It was stated that the patient was doing fine. Additional information is being requested at this time; a supplemental report will be submitted if additional information is received.

Manufacturer narrative:
(B)(4)